Manufacturer narrative:
(B)(4). No actual sample was returned for evaluation; however, a photograph of the issue was provided. The batch review found no indication of related nonconformance during the manufacture of this product. Visual analysis of the photos confirmed the leak, but the photos were very poor and further analysis of the leak location was not possible. However, since the leak was reported to have been discovered after compounding and pharmacy quality control, and during shipment of the filled bag the leak was determined to have been likely caused by damage occurring in the shipping process or handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole on the corner which caused the bag to leak. The leak was discovered during transportation of the filled bag. This report documents no patient involvement or adverse events. No additional information is available.